Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.